Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the patient saw the ¿in the box¿ icon. It was noted that the patient used his patient programmer the day before the report and had fully recharged his implantable neurostimulator (ins) the night before the report. It was noted that the patient had not had any recent reprogramming performed and did not have any exposure to any high energy diagnostics. It was noted that the patient tried to sync the patient programmer with the implantable neurostimulator (ins) today and the screen would only show the ¿in the box¿ message. It was noted that the patient had ¿nothing but trouble with this and they¿re just junk.¿ additional information received reported that no diagnostics were performed. No malfunctions were seen. It was noted that the patient¿s device was synched with the clinician programmer. The patient outcome was ¿to be announced.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).